Event description:
It was observed during the device inspection that the gastrovideoscope exhibited a dark rubbery material clogging the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation results, the foreign material could not be identified. A definitive root cause could not be determined. The event can be prevented by following the instructions for use which state: chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection and sterilization procedures chapter 8 cleaning and disinfection equipment olympus will continue to monitor field performance for this device.